Manufacturer narrative:
The system and footswitch were both examined and the reported event was replicated and confirmed (via event log). The footswitch printed circuit board (pcb) interface (which belongs to the system) was replaced to address the issue. The system and the footswitch were tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 12, 2015. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. The footswitch was found to meet specifications. The root cause of the reported event can be attributed to a nonconforming footswitch interface pcb. However, how the interface pcb became nonconforming remains uncertain. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system presented with a footswitch error during surgery. The surgery was aborted. The surgery was later completed at another facility. The patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The returned footswitch interface pcb was installed into a calibrated system and powered on. Upon power up, the system displayed the sm. The system was restarted and displayed sm not connected at system start up, or footswitch disconnected when system is on]. The pcb converter was removed to visually inspect the pcb, which revealed a burnt component. (B)(4).